Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained additional information. The event had occurred during a pulmonary lobectomy. The customer confirmed the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The customer clarified that the ¿missing¿ disk was actually as it should be and that the instrument did not have that disk by default. No fragments fell into the patient. Advance failure analysis: initial findings were confirmed. The permanent cautery spatula instrument appeared to have experienced a significant amount of misuse, such as an accidental drop of the product or collisions with other objects or hard surfaces, resulting in significant damage to the distal end of the instrument. There did not appear to be any missing pieces from the damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, after placement on the arm, the surgeon noticed that the wrist would not articulate. An inspection showed the permanent cautery spatula instrument had a missing disk. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery spatula (pcs) instrument was analyzed and found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. As a result, the pitch input disk could not be articulated. Additional observations not reported by the site: the instrument was found to have damage of the conductor wire¿s insulation at the yaw idler pulley. No signs of thermal damage were observed and there were no exposed internal wires. The instrument was found to have indentations on the edge of the distal idler pulley. The instrument was found to have the plastic proximal clevis broken. The broken piece was not missing as a result of the breakage. The instrument was found to have indentations on the edge of the distal clevis. The instrument was found to have mechanical indentations and abrasions on the face of the monopolar yaw pulley. The mechanical indentations and abrasions were found on the face of the monopolar yaw pulley. The instrument was found to have a derailed grip cable at the distal idler pulley. The yaw motion may be non-intuitive as a result.